Manufacturer narrative:
No allegation against lead.

Event description:
Additional information revealed that the infection occurred at the generator site. No allegation against the lead or the lead site.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number 1627487-2020-02283. It was reported that the patient developed an infection approximately less than a year after implant. In turn, surgical intervention was undertaken wherein the system was explanted on an unknown date.